Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to crush a 1cm stone was performed. The stone was too hard and the basket failed to crushed the stone. An alliance handle was then used in conjunction with a trapezoid rx basket in an attempt to disengage the tip, however, the pullwire broke. A wire cutter was then used to cut the trapezoid rx basket for removal from the duodenal scope. The spyglass visualization system was then used in conjunction with a laser to fragment the stones. Once the stone was fragmented and released from the basket, the basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."